Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device completed 0 pulses and is in pod state 14. Pod state 14 indicates that the lump of coal state and the user exceeded the allowed time to complete activation of the device. The device functioned properly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.